Event description:
The facility representative reported a colleague infusion pump with a damaged battery issue. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery issue was confirmed during product evaluation. The root cause was determined to be pump being operated on batteries for extended period. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up medwatch will be submitted.